Manufacturer narrative:
Zimmer biomet complaint number (B)(4). B3: date of event unknown / not provided d6b. Explantation date not applicable it is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #30 fractured and was removed. Implant fractured and lost 3 of the 6 sides and was often mobile at the abutment.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie did not receive (1) tsv4b11, (implant, tapered screw-vent, 4.1mm collar, sbm, 11.5 mm l) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1246999. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1246999 for similar events and one other complaint were identified ((B)(4)). Review completed utilizing keywords: dental : functional : fracture : implant. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. As of today, there is no explant date as the implant is still in. It fully broke on (B)(6) 2023. Therefore, based on the available information, a device malfunction could not be verified without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.